Event description:
During the procedure, the side port detached. When rotating the sheath during left atrial mapping with an advisor hd grid catheter, the side port detached from the sheath. The sheath side was immediately covered by hand and the sheath was replaced. The procedure was completed with no adverse consequences to the patient. No air entered the patient, and there were no changes in vital signs.